Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous report was received on 06-dec-2012 (additional information received on 07-dec-2012) from a physician regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis. The patient's medical history was significant for previous medical device implantation with synvisc, medial meniscus denaturalization, medial shelf disorder and osteoporosis. On (B)(6) 2012, the patient initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml (frequency and route of administration not provided). The lot number of synvisc was not provided. The same day patient developed arthritis and joint fluid retention and 48 cc of opacified fluid was aspirated. On an unspecified date, joint fluid culture test was negative for phosphoric acid and urinary acid which didn't indicate gout and pseudogout and revealed that the event was not pyogenic. The patient received treatment with triamcinolone acetonide after arthrocentesis. On (B)(6) 2012, the same day 27 cc of mildly opacified fluid was aspirated and then the patient had second injection of synvisc. The same day, the patient again experienced arthritis and joint fluid retention and received treatment with betamethasone sodium phosphate and lidocaine. The patient felt uncomfortable and developed pain and swelling with chills and shivering one hour later. The action taken with synvisc treatment was not provided. The outcome for the events were not provided. Relevant concomitant medications reported include sodium risedronate hydrate. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc with first episode of arthritis and joint fluid retention (onset date: (B)(6) 2012) as probable and with second episodes of arthritis and joint fluid (onset date: (B)(6) 2012) as definite. The reporting physician did not provide a causal relationship of synvisc with pain, swelling and chills and shivering. The qa (quality assurance) investigation summary was received on 10-dec-2012. The product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.